Event description:
It was reported five 3m¿ ranger¿ blood/fluid warming high flow sets leaked during use. The bubble traps either cracked or let go at the welding point. The leak caused blood to spray onto clinicians. There were no reported injuries or medical interventions alleged as a result of the reported malfunctions.

Manufacturer narrative:
The devices were not available for return to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the samples. Solventum will continue to monitor.